Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: etlw1613c124ee, s/n: unknown; use by date: unknown upn # unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular repair of ruptured abdominal aortic aneurysm. It was reported on the same date that a stenting within the prosthesis was performed. The patient was discharged from hospital three days later. The cause of the event is unknown. No additional clinical sequalae were provided and the patient will be monitored.